Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient had already performed a paperclip reset. Patient was advised that the transmitter is out of warranty and if signal loss is frequent, patient may need to replace the transmitter. No injury or medical intervention was reported.